Event description:
This product was returned with the product for MFR. Report# 6000130-2003-00029. A complaint on this product was never received from the hospital and co was unable to obtain any additional information.